Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the user was unable to fit a cartridge onto the pump properly. The user successfully loaded a new cartridge. There was no impact to the users' blood glucose level.